Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit did not have a button error alarm or numbers scrolling up. The unit had normal operating currents and no unexpected off no power or low battery alarm. The unit had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, and a broken reservoir tube lip.

Event description:
The customer called in to report a keypad anomaly and that the batteries kept quickly draining. The customer's blood glucose level was unknown. The customer did not have the device on hand since she was at work and could not troubleshoot. The customer denied seeing a button error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.